Manufacturer narrative:
Additional suspect medical device components involved in the event: 18949661 product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The explanted device will not be returned due to facility policy. No adverse patient effects were reported.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to an (magnetic resonance imaging) MRI access. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Additional suspect medical device components involved in the event: (B)(6), product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7070222.